Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used in a procedure with a foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was not wiped/brushed with a lint-free cloth, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to damage on up/down knob, water tightness is lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and crack. Image guide protector was damaged. Switch button 1 had a scratch. Adhesive around objective lens and light guide lens was peeled. Light guide lens had a crack. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Indication on scope connector was peeled. Protector of universal cord on scope connector side and connecting tube had a scratch. Universal cord had a wrinkle. Switch button 4 was worn out. Paint on suction cylinder was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus that air bubbles were coming from the control unit of the colonovideoscope. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.